Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a watchman delivery system (wds) and implant. Blood was on the device as received. The implant was received deployed and not connected to the core wire. Device analysis determined the condition of the returned device was consistent with the reported information. The hub, shaft, tip, core wire, and implant were examined. The shaft of the wds was damaged (crushed) between 65.5cm and 66.5cm from the tip of the wds. The implant was found to be consistent with reported information. The implant frame was damaged and deformed. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as it was reported that no tug test or compression tests were performed prior to release of the implant, which is stated in the dfu. (B)(4).

Event description:
It was reported device embolization occurred. A left atrial appendage (laa) closure procedure was being performed. A 21mm watchman ® laa closure device & delivery system was prepped and inserted into the watchman ® access system. The delivery system was advanced up to the marker band and snapped into place. The closure device was released, but it was proximal to the ostium as confirmed by transesophageal echocardiogram (tee). They had not yet performed the tug test or compression measurements. When they went to look at the device through fluoroscopy, they discovered the closure device was not in the laa anymore. It had embolized to the descending aorta. Arterial access was gained and the closure device was successfully retrieved using a snare. Surgery was not required and the patient was stable throughout the entire procedure. The films were reviewed post procedure and it was noticed that the core wire became detached during deployment but remained in the same physical space so it appeared to be still attached. Therefore, when the device was fully unsheathed, it was not attached to the core wire.